Event description:
In this event it is reported that a raypex 6 was observed the apex locator showed no values, which affected the patient exam/treatment. Doctor believes file clip of the apex locator damaged. No injury occurred.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.